Event description:
Second revision surgery - due to the patient dislocating. The surgeon decided to build up the size on the shell and insert. Reference 1st revision pc-2013-00586, date of surgery (B)(6) 2013.